Manufacturer narrative:
The device return has been requested but has not yet been received. If received a follow up report will be submitted. A review of the appropriate device history records for the lot indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the catheter was reading in the left side lung instead of the right side lung and vice versa. They opened a new catheter, reregistered and completed the case without an issue. The patient had a pneumothorax, but the site reported the pneumothorax was not related to the catheter, but was related to a large biopsy taken. The biopsy tool used is unknown. Patient had a chest tube placed and was admitted.

Manufacturer narrative:
The product was returned and evaluated, and no issues were found. The edge sensor catheter was found to perform properly. If information is provided in the future, a supplemental report will be issued.